Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred while the cartridge was filled with 150 units of insulin. Reportedly, the pump supplies were changed to address the issues. Customer's blood glucose level was 299mg/dl.